Manufacturer narrative:
Event date (B)(6) 2021: date of event is an estimated date based on the aware date as the exact event date was not reported. Device evaluated by manufacturer: main coil, the introducer sheath, and delivery wire were returned for this complaint. Visual inspection was performed which revealed the delivery wire and coil were not interlocked within the introducer sheath. The delivery wire and introducer sheath were inspected with no damage found. The main coil was kinked and stretched. Microscopic inspection was performed on the delivery wire revealed the zap tip has a smooth surface and no damage to the interlocking arm. Microscopic inspection of the main coil revealed the zap tip has a smooth surface and the interlocking arm was detached. Dimensional inspection on the delivery wire revealed that the weld od (max) outer diameter, wire arm od and wire zap tip (max) were within specification. Dimensional inspection on the main coil revealed that the no. Of distal fiber bundles, no. Of proximal fiber bundles, zap tip od, and primary coil od were within specification.

Event description:
Reportable based on device analysis completed on 18feb2022. It was reported that the coil could not be delivered. The target lesion was located in the varicose ovarian vein. An 8mmx40cm interlock-35 coil was selected for use, during the procedure, resistance was felt. The device was pulled back into the transparent protective sheath, flushed with heparin water twice, and attempted to deliver again unsuccessfully. At this time it was noticed the interlocking arm was kinked. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, device analysis revealed that the interlocking arm was detached.